Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by performing the load fill tubing process to clear the alarm and resumed insulin delivery.